Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number (B)(4). Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported anterior migration and amputation of the gel stent when removing from the unknown eye. The gel stent measured 3-4 mm is considered too short to be re-implanted.

Manufacturer narrative:
Lot number is 61580.

Event description:
Additional information received reported affected eye is right eye. The device has been explanted and the reported event has been resolved.